Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hemostar dual-lumen radiopaque catheter, two end caps, one tunneler, one dilator, one dualator, one guidewire in a guidewire hoop, one airguard valved introducer peel-apart sheath and dilator were returned for evaluation. A gross visual evaluation was performed. Two photos were also returned and were reviewed. The investigation is confirmed for cracked introducer needle hub, as two cracks at the proximal end of the introducer needle hub were identified during the photo review. The introducer needle was not returned with the sample and could not be evaluated in the fa biohazard lab. The dilator in the returned kit was observed to be bent. The returned sample appeared to be clean. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the cause of the event in question is unknown, and so the applicability of any particular portion of the instructions for use (IFU) or other labeling is unknown. However, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on the use of the needle and that accessories/components used in conjunction with this catheter should incorporate luer-lock adapters. Therefore, the product labeling will be considered adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement the introducer needle was inserted under ultrasound guidance and allegedly fluid was leaking from the hub during aspiration. Reportedly, it was identified that the hub allegedly ruptured. A new kit was opened to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Photos were provided for review. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that during a dialysis catheter placement the introducer needle was inserted under ultrasound guidance and allegedly fluid was leaking from the hub during aspiration. Reportedly, it was identified that the hub allegedly ruptured. A new kit was opened to complete the procedure. There was no reported patient injury.